Manufacturer narrative:
The analysis of the log file has shown that the gas dosage module m1.3 was reset internally due to pressure deviations which were observed by the device internal monitoring. The device stopped ventilation and generated the optical and acoustical alarm "device failure" as specified for this case of failure. The internal safety software analyzes and verifies proper function of the device. If the performance of the device would be impaired by a functional malfunction or application problem, the user will be alerted to the detected issue by appropriate visual and audible alarms. If the device stops ventilation, the safety valve opens to ambient allowing for spontaneous breathing. The gas dosage module m1.3 was replaced and returned to the manufacturer for investigation. The module was found to operate within specification and has also shown no deviation during long-term stress testing. Finally the root cause of the identified pressure deviation could not be determined. In niv ventilation mode, this symptom can be potentially occur if (for example) the expiratory part of the prongs or mask is kinked.

Event description:
.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that: the device posted "device failure" alarm while in use. Thus, the user decided not to use the device anymore at the time of the event. It seems that the device did not deliver gas and did not rise the airway pressure at the time of the event.